Event description:
During a diagnostic esophagogastroduodenoscopy, part of the tip of the scope, which was reported to appear to be a seal, came off inside the patient. The piece was able to be removed with no reports of patient harm. The procedure was completed with the same device.